Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for (B)(6) with the incident lot was observed. Additionally, a review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It as reported that bd vacutainer® naf 3.0mg n2e 6.0mg plus blood collection tubes experienced clotting. No report of serious injury or medical intervention.